Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 13aug2019. This record was submitted in error. This is a duplicate of a non-reportable complaint filed under pr (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.